Event description:
It was reported that one year after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. One year ago, an unspecified taxus express2 drug eluting stent (des) was implanted in the right coronary artery (rca). The patient was not medication compliant and one year later presented with chest pain. Thrombosis was diagnosed in the stent previously placed in the rca. An export aspiration catheter was used to suction the thrombosis and then an unspecified size balloon was used to perform angioplasty at the lesion site. The patient was reported to be in good condition with no further complications. It is the physician's opinion that the event is not related to the performance of the device as the patient was not compliant with his medication and there is no evidence of a hypercoaguable disorder. The facility has declined to provide further information.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.